Event description:
It was reported that due to the patient's cardiac issues, every one to two months the patient needs to use a temporary pacemaker in the hospital. Because of the fear of surgery, the patient never was implanted with a pacemaker. When the temporary pacemaker was connected to the patient, the cable fractured. The physician then used insulation tape to bind the fracture. The patient then called a hotline to inquire as to where to purchase a new cable. The local company representative was then contacted to follow this event. The status of the cable is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).